Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were experiencing an irregular heartbeat and that "everything has been fine with their device until yesterday." Follow-up was conducted to obtain information on the patient and whether the episode was device related, but attempts were unsuccessful. Records indicate the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.